Manufacturer narrative:
The device was eventually returned to physio-control for evaluation. From the downloaded device data it was observed that the device had indeed experienced an inappropriate loss of power (21 times during the event). It was also observed that the battery pins in battery well # 2 were loose. Physio replaced the battery pins and tightened the internal battery harness kep nuts. Proper device operation was then confirmed through functional and performance testing. The device was subsequently returned to the customer. The cause of the reported power issue could not be conclusively determined as the device data did not support an intermittent connection to battery # 2.

Manufacturer narrative:
(B)(4). The device was not returned to physio-control. A third-party service agent evaluated the device but could not verify the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. A cause of the reported issue could not be determined. (B)(4).

Event description:
The customer contacted physio-control to report that their device powered off automatically when it was used to monitor a patient. The crew powered the device back on but the it continued to power off automatically. Information on the patient outcome was not provided.